Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating that, during an intervention, the user could not load the equipment to perform a discharge on a patient. The patient was undergoing treatment for arrhythmias. The equipment did not perform the charge action with the multifunction pads connected. The user changed to paddles and the device worked fine. The patient was successfully resuscitated. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. The fse evaluated the device and the reported problem could not be reproduced. A philips product support specialist reviewed the device log files and found no evidence suggesting the device was not functioning during this event. A philips clinician reviewed the patient event files and the following was found. Prior to the case, a bad cable or attachment hardware log error message occurred. For the event date time, below are relevant case events in elapsed time. Et 00 monitor mode equipment disabled therapy. Et 01 pads shorted non philips multifunction electrode pads used. Et 12 exit clinical mode. In addition, the patient event file showed the customer was using non philips multifunction electrode pads which caused the device to display a hardware error message bad cable or attachment. The efficia dfm100 instructions for use warnings section on page 5 states "use only supplies and accessories approved for use with your efficia dfm100. Use of non approved supplies and accessories could affect performance and results. Philips has concluded that the device operated to specifications and the only issues that were found were due to the customer using non philips pads.